Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had t-wave oversensing (twos). It was also reported that no electrocardiogram (ECG) were available on the network report. Device reprogramming was recommended. The device and network remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the device had "some noise artifact."